Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ t:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant device not returned.

Event description:
It was reported that the customer's luer lock was not tightened and disconnected. Customer reported a blood glucose (bg) level of 226 (mg/dl) and delivered a bolus. Reportedly, cartridge uses humalog and is changed every 4 days. During troubleshooting with tandem technical support, customer was advised on how to properly re-attached the luer lock.